Event description:
It was reported that subsequent to programming using electrode number three, impedance readings were <250 ohms, and an open (short) circuit was suspected. No pt symptoms were reported. Additional info has been requested from the physician.